Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b2. The following sections were updated: b4, b5, d6a, g3, g6, h2, h6, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 5.5 years post implantation due a worn out poly glenoid component. Prior to the revision, a scope was performed which displayed metallosis due to metal-on-metal contact. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray, lot # 64879861. Item # 115310, comp rvrs shldr glnsp std 36mm, lot # j7974195. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 67420243. Item # 405889, comp rvs 2.7mm dia drl, lot # 67550677. Item # 110032430, comp aug mini bsplt w tpr lg, lot # 67221438. Item # 180551, comp lk scr 3.5hex 4.75x20 stl, lot # 67420838. Item # 180552, comp lk scr 3.5hex 4.75x25 st, lot # 67421553. Item # 110031424, cr vivacit-e 36mm brng std, lot # 67016702. Item # 00888700200, bactisure wound lavage ww, lot # q2406837. Item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # unknown. Item # 113044, versa-dial 46x21x50 hum head, lot # 528680. Item # sagp0002, modular post tm, lot # 64718354. Item # 118001, versa-dial/comp ti std taper, lot # 698760. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent revision post implantation due to the glenoid polyethylene component was worn, resulting in the cobalt-chromium head rubbing on a metal post. Attempts have been made and additional information on the reported event is unavailable at this time.